Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported failure to activate cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced activation issues with an inflatable penile prosthesis (ipp) at the first follow up visit. A year later, the device still did not work properly. A revision surgery was scheduled for (B)(6) 2022. No additional information was reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation(s) of device not activating as intended. The observed functional problems observed in the pump component were determined to be the most probable cause of the reported events. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders and pump were visually and microscopically inspected, and functionally tested. Both cylinders had wear at folds in the cylinder bodies. Both cylinders passed the leak and pressure tests performed. The visual examination of the pump did not identify any visual damages upon inspection. The functional testing of the pump identified that the component did not inflate and deflate within specifications. These observations could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced activation issues with an inflatable penile prosthesis (ipp) at the first follow up visit. A year later, the device still did not work properly. A revision surgery was performed in which the device was explanted and replaced.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed clinical observation of activation difficulty cannot be established as the product is not available for analysis. Device history record (DHR) review: DHR and ship history reviews cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced activation issues with an inflatable penile prosthesis (ipp) at the first follow up visit. A year later, the device still did not work properly. A revision surgery was performed in which the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D6a. Implant date was corrected. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders and pump were visually and microscopically inspected, and functionally tested. Both cylinders had wear at folds in the cylinder bodies. Both cylinders passed the leak and pressure tests performed. The visual examination of the pump did not identify any visual damages upon inspection. The functional testing of the pump identified that the component did not inflate and deflate within specifications. These observations could affect the functionality of the device. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a month after implant, when the patient presented to activation appointment of his inflatable penile prosthesis (ipp), there were difficulties as it caused increased pain to the patient at the ventral aspect of shaft near the base of the penis. The patient experienced swelling. A month later, the patient presented again to attempt activation of the ipp device, and it was observed that the right testicle was slightly higher than the left testicle due to the pump position, however the device cycled correctly. A month after the second activation attempt, the patient returned to the physician office and reported pain. The patient's wife is unhappy with the length, width and rigidity of the device. Patient stated activating the devices 2-3 times a week, but still feels like the pump is hard to squeeze. During a follow up appointment, a month later, it was noted that the left side is shorter than the right side, and the patient is still experiencing pain. A CT scan was performed and it was noted that the implant positioning is adequate, with the left cylinder being a little less distal than the right. Patient will try molding it with manual manipulation and regular activation of the device. Patient's wife also states the device is deflating during sexual intercourse. Patient and wife were very anxious. Over a year later, the patient reported his pain has resolved, but he is having difficulties pumping the device and the left cylinder is still shorter than the right one, which is causing a curvature to the left. Patient is also experiencing nocturia, 2-3 times per night. A revision surgery was performed in which the device was explanted and replaced.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported failure to activate cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced activation issues with an inflatable penile prosthesis (ipp) at the first follow up visit. A year later, the device still did not work properly. A revision surgery was scheduled for march 14th, 2022. No additional information was reported.